Event description:
In 2008, the lay user/patient's daughter-in-law contacted lifescan (lfs) alleging that the patient's onetouch ultra meter was reading inaccurately high. The medical affairs specialist (mas) spoke with the reporter on the following month and obtained the following information. The reporter stated she contacted lfs because she was not sure if the subject meter was reading accurately since the patient experienced two consecutive hypoglycemic events and questioned if the patient may have been given too much insulin as a result of the meter readings. On the evening of two days prior to original date, between 10:30pm and 11:30pm, the reporter claimed that the patient obtained reading of "329 mg/dl" with the subject meter. As a result of that reading, the patient was reportedly given 65 units of novolin insulin. The reporter stated that the patient was feeling fine at the time of that result. At approximately 5am the next morning, the reporter went to check on the patient and found him unresponsive. The reporter stated that his hands were "locked up," his jaw was locked, and he was unaware of his surroundings. The reporter attempted to give him orange juice but when the patient would not take it, she contacted emergency services. When ems arrived the patient's blood glucose when tested with the emt's meter was "35 mg/dl," and the reporter stated that the patient was treated with IV glucose. On the evening of the day prior to original date, also between 10:30 and 11:30 pm, the patient obtained a reading of "229 mg/dl" with the subject meter. The reporter confirmed the patient was feeling fine at the time of the reading. The reporter stated that they were advised to give the patient 65 units of novolin if his blood glucose is over "200 mg/dl", and therefore, as a result of this reading he was administered 65 units of insulin on the evening prior. The reporter claimed the next morning around 5am, she found the patient with the same symptoms as the morning prior and immediately contacted ems. When the paramedics arrived, they tested the patient's blood glucose at "35 mg/dl" and administered IV glucose. The patient's blood glucose was not tested with the subject meter at the time of the symptoms. During troubleshooting, the customer care advocate confirmed that the subject meter was set to the correct unit of measure setting (mg/dl); however, noted that the patient was not using the correct testing technique or cleaning the puncture area properly. The cca walked the patient through a control solution test, but the result fell outside of the specified test strip range. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly had to be treated for severe hypoglycemia by an hcp after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.